Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's sensor triggered threshold suspend due to the sensor and blood glucose levels not being within range. Customer's blood glucose was 121 mg/dl at the time of the incident. Troubleshooting was performed. Neither the insulin pump nor sensor will be returned for analysis.